Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The company rep reported they were asking for allergy test kit for titanium and stated the patient had been having skin issues around the pump for some time. Technical services educated company rep that they no longer provide allergy test kits. Additional information received from the patient indicated that the patient requested a sample of the pump device to provide testing for allergies. Patient services reviewed information. Additional information received from the company representative reported that a revision (not yet scheduled) was ordered to explore the pocket and possibly relocate the pump to the patient¿s back.